Manufacturer narrative:
After several complaints about bent mobis inserters because of improper use of the device an applied practice (ap31) was added to product informations. Please find the document attached. This report was done as result of FDA audit fei-no. (B)(4).

Event description:
After several complaints about bent mobis inserters because of improper use of the device an applied practice (ap31) was added to product information.